Event description:
The report from the field originally indicated that the product failed to cross the target lesion. This complaint was determined to be not reportable. Additional information received indicated that the shaft of the stent delivery system (sds) was broken/fractured into two (2) pieces prior to deployment of the stent. The report stated that both pieces of the sds were retrieved. There was no reported pt injury.